Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up # 3 MFR report: 1. Section d. Box 4. Unique identifier h3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 11/15/2023: section b. Box 5. Describe event or problem; section g. Box 4. Date received by manufacturer.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark) and a guidewire. During the procedure, the physician placed the benchmark in the patient and then noticed that the proximal end of the benchmark was leaking. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to that patient.

Event description:
The patient was undergoing a medical procedure in the internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician noticed the benchmark was leaking near the proximal end. Therefore, the benchmark was removed. The procedure was completed using a new benchmark. There was no report of an adverse effect to that patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Manufacturer narrative:
Evaluation of the returned benchmark confirmed a leak near the proximal end. Evaluation revealed that the benchmark was kinked at the proximal end and had a hole at the kinked location underneath the strain relief. This damage likely contributed to the reported leak. If the device is held at an angle during advancement, damage such as this may occur. Further evaluation revealed ovalization at the distal end of the catheter. This damage is incidental to the reported complaint and likely occurred after removal from the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.